Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns) had a "hdd port 2" error message while in patient use. They rebooted the cns and it led to a blue screen. No patient harm was reported. Investigation summary: troubleshooting confirmed drive 2 was causing the issue. When the cns was powered on without drive 2 installed, windows and the application loaded successfully. The customer elected to replace the failed drive and requested purchase of a blank replacement hdd. No further investigation is required. Root cause: hdd hardware failure. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/08/2025 emailed the bme for the information in the ni list above: no reply was received. Attempt # 2: 12/18/2025 emailed the bme for the information in the ni list above: no reply was received. Attempt # 3: 12/29/2025 emailed the bme for the information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) had a "hdd port 2" error message while in patient use. They rebooted the cns and it led to a blue screen. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) had a "hdd port 2" error message while in patient use. They rebooted the cns and it led to a blue screen. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) had a "hdd port 2" error message while in patient use. They rebooted the cns and it led to a blue screen. No patient harm was reported.